Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: related manufacturer reference number: 3006705815-2020-01905. Related manufacturer reference number: 1627487-2020-04780. It was reported the patient experienced ineffective stimulation. The patient stated the ipg would not respond to the paddle, and the leads had disconnected from the ipg. To address the issue, the patient stated the ipg was explanted in (B)(6) 2017 (exact date is unknown), and the leads remain insitu.